Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult clip deployment. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. The clip delivery system (cds) was advanced to the tricuspid valve and the clip was positioned on the posterior and septal leaflets. During the deployment sequence, after turning the actuator knob 8 times and retracting the knob 0.5cm, the clip did not release from the cds. The knob was retracted further, but the clip did not release. It was noted that the release pin groove was not fully exposed. Troubleshooting was performed for approximately 3 minutes and the clip was deployed successfully. It was suspected that the difficulty was due to tension on the leaflets. Three clips were implanted, reducing the tr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the intended use section of the mitraclip system IFU states to turn the arm positioner in the open direction until the release pin groove is fully exposed. All available information was investigated and the reported difficult to deploy appears to be due to user error/failing to follow the instructions for use (IFU) steps, as the arm positioner was not turned enough to expose the release pin groove. Additionally, the mitraclip IFU states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no indication of a product quality issue with respect to manufacture, design or labeling.